Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the infusion set tubing or cartridge tubing during the fill tubing step. The cartridge was changed to address the event. There was no impact to customer's blood glucose.